Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Examination of the system controller revealed a broken strain relief on the black power lead, and the inner conductors were severed within the lead at this point of damage. It was also noted that the physical condition of the controller suggested user handling may have contributed to the damage sustained by the system controller. Upon review of the system controller log file, it was noted that several series of events were recorded where the controller runtime clock was reset, which is consistent with power interruption to the controller. These events were accompanied by hazardous alarm conditions which could have resulted in the reported red heart alarm. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced intermittent red heart and low flow alarms with the system controller. The patient exchanged the system controller and the problem was resolved. The patient remains ongoing on the lvad and no further issues were reported.